Event description:
Customer reports use by date on the test strip vial for the advantage system is 6/30/2007. Manufacturer's database and batch record confirm actual use by date to be 5/31/2007. Controls were run and out of range. No adverse event reported. Requested return of suspect device and replacement was sent.